Event description:
Patient contacted dexcom technical support to report cgm inaccuracy compared to blood glucose meter. Patient reported using his arm and not fingers to test blood glucose. Testing blood glucose on the arm is not an indicated use. The indications are to use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect sensor performance.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.